Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced access site oozing post procedure. During a pulmonary vein isolation farapulse procedure, a faradrive steerable sheath was selected for use. The patient was successfully treated with the farapulse ablation however had oozing of the access site in the recovery room post procedure. The site was cauterized in addition to lidocaine and epinephrine (lido/epi). The procedures all went smoothly without any equipment issues or malfunctions. The patient did not extend hospital stay and were recovered/discharged by the next day. All devices were disposed. Patient was discharged. The device is not expected to be returned for analysis (disposed).